Event description:
It was reported that non-sustained vf episodes due to noise was observed via remote transmission. Upon further review of transmission strips, device was found to be intermittently oversensing myopotentials. Programming changes and provocative testing were recommended.

Manufacturer narrative:
(B)(6).